Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Pump received with scratched display window, cracked display window corner,cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 88 mg/dl. Troubleshooting was performed. The device was returned for analysis.